Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, t the device was 'faulty' as it stopped working. The generator produced error codes which the reporter was unsure specifically which ones. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device with the serial number (B)(4) was returned with the blade cracked inside tube. The device was tested with a generator. During functional testing on gen11 an alert screen was displayed and the device would not passed the pre-run. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.